Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned device noted that the clip assembly was half deployed and the clip was not returned. The yoke was still attached to the control wire and could not be deployed due to the control wire being detached from the cross pin. It was noted that the set screw was not seated. The spring was missing from the handle and was not returned. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for this event is supplier manufacture. The product likely failed to meet the specification due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.